Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and the device was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because a drawer was not detected on the communication bus. A field service engineer assisted the customer in successfully recovering the failed hardware space. The system functioned as intended after the field service engineer troubleshooted the device.